Event description:
This was a malfunction of ablation catheter. When the physician connected the catheter to the cable, there was no signal displayed. The physician removed the catheter and used a second catheter, we got the signal. The case was completed without any issues. There was no injury to the patient.